Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. The pins on the p2 connector are oxidized. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak 50ml syringe was inserted. The pump identified the syringe, it could be selected from the menu. It was possible to put the pump in operation. No malfunctions could be detected. 2.3 the device history files were read out and analyzed. Because no day of occurrence was mentioned in the cc-notification, the last possible therapy on the (B)(6) 2021 was analyzed. A bd plastipak 50ml was insert into the device at 01:00 pm. According to the drive step position the syringe was filled with about 38.5ml of liquid. The vtbi was set to 49ml. The infusion started at 01:02 pm. The device alarmed "syringe near empty" three minutes before the device stopped the infusion, because the syringe was empty (10:42 pm). The volume infused in this therapy was 38,7 ml (matching the drive step position). No malfunction, anomalies or errors could be found in the history files. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,65%. 2.5 to investigate the inside of the device, the upper housing was removed. No damages or liquid residues could be found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operates within our specification. No product deviation. Comparing the device history with the pc-notification, the syringe was not filled up to 50ml.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "machine scheduled for 12 hours with 50ml of antibiotic "vancomycin" and a "bd plastipack" 50ml syringe after 10h45 all the antibiotic was administered = fast flow rate. Additional information: no consequence for the patient."